Event description:
Customer complaint. Two brand-new walkers lost a wheel when they were unpacked. In each case, the circlip that prevents the wheel from coming off was loose. No injury was reported.

Manufacturer narrative:
The wheels came off during handling of the walkers. No user was involved. The walkers were not returned to etac for evaluation. (B)(4).